Event description:
Patient sent an email stating that she has a curved body from excess weight. Patient suggested it would be much easier if the vgo curved a bit to conform to my rounded belly. Patient states its tough to find a spot that I can use that doesn't cause the adhesive on my belly to stay right. A lot of times, the ends come undone and if im really sweating it comes off completely. Patient states she lives on the southeast tip of texas, down by louisiana so sweating is a daily problem.